Manufacturer narrative:
The device was not returned for evaluation. The reviews of the finished product electronic lot history record (elhr) and corrective and preventive actions (CAPA) database were not performed as the specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the surgical intervention appears to be related to circumstances of the procedure. The patient effect of thrombosis is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a severely calcified common femoral artery access site was attempted with a proglide device after an interventional procedure. Reportedly, an unspecified device issue occurred and a piece of plaque was peeled back (possibly by the foot plate of the proglide) and caused thrombosis of the leg. A vascular surgeon was called, and the patient was taken into the operating room and a surgical cutdown was performed. Surgical suturing was used to achieve hemostasis. No additional information was provided.